Manufacturer narrative:
(B)(4). On an unreported date, the patient was retrained on proper aseptic technique. The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient made a mistake or had a touch contamination by possibly touching his nose and did not wear a mask and therefore he was breathing near the peritoneal dialysis (pd) catheter site during therapy. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, treatment with antibiotics was ongoing and the patient was recovering from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.